Event description:
Unstable impedances, oversensing, increased thresholds, and a suspected fracture were reported. The lead was replaced with a pace/sense lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.